Event description:
Patient on telepak went into lethal arrhythmia where he fell in the bathroom. The system failed to alarm. The arrhythmia was unable to see the arrhythmia in real time on the central monitoring station. Patient was resuscitated and sent to the cardiac cath lab and readmitted to cicu. The strip was later able to be retrieved which showed vtach/vfib (notable difference upon review in alarm review vs wave review. When vfib alarm event was revisited in alarm review wave forms would not record- showed single flat line. This occurred with another patient on (B)(6) 2005.